Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device in use was unknown. One sealed primary tubing set from lot #370435h and one sealed secondary tubing set were received and evaluated. The devices passed testing. No leak of solution was noted during the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The plumset was being used to deliver 250 ml normal saline, at an unspecified rate, via a plum a+ pump. At an unspecified time, the non-vented locking cap on the port of the cassette of the plumset was removed and the option-lok male adapter of a secondary tubing set was connected to the port of the cassette for the piggyback delivery of magnesium sulfate 2 gm/250 ml, for a duration of one hour. After the delivery of magnesium sulfate ws completed, the secondary tubing set was disconnected from the port. At this time, the male adapter of an unspecified secondary set was connected to the port for the piggyback delivery of ipilimumab 730.5 mg/146.1 ml. At 1253, the delivery of ipilimumab was started. After an unspecified length of time, the patient noted a small puddle on the floor near the base of the pump. At 1333, the delivery was stopped. The customer contact reported that the pump indicated that the total volume infused was 63.1 ml. It was reported that approximately 50-100 ml of solution leaked from the bottom of the cassette of the plumset onto the floor. It was reported that patients were removed from the area and the solution that leaked was cleaned up according to the user facility's protocol. The physician was notified and ordered the therapy to be discontinued. The tubing set and the medication were discontinued. No specific details were provided. At this time, the customer contact reported there were no reported adverse patient effects due to the patient not completing the therapy. There was no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.